Manufacturer narrative:
The device was returned to olympus for inspection and the scope error was confirmed but grainy image was not. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported an e217 scope error occurred with a grainy image during an inspection for use involving an olympus gastrointestinal videoscope. There was no patient injury reported.